Event description:
A consumer reported that his first intraocular lens (iol) was exchanged due to a scratch on the lens. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. At the consumer's request, the surgeon was not contacted. This report was mailed to FDA on: 03/07/2008.